Event description:
This lead was capped and replaced because, it had become dislodged. It should be noted that the pt has dextrocardia. There were no adverse events reported for this pt. Should add'l info be rec'd, this file will be updated.